Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the balloon was defective and broke open and not the fault of the nurse. Unknown patient injury was confirmed.